Event description:
It was reported that high atrial lead thresholds were noted multiple times. The right atrial (ra) lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable defibrillator 2013 (B)(6); 6947m62 implantable defib lead 2013 (B)(6). (B)(4).